Event description:
A report was received that the patient was experiencing pain in his right leg following a permanent implant procedure. The patient was explanted of the paddle lead and is doing well. The physician is unsure why the patient was having pain but believes the paddle lead might have been the root cause of the pain.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the mfg documentation of the explanted paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.